Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause is faulty main batteries. The main batteries and harness have been replaced. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4). The user interface module master software version is 6.63.92, categorized as remediated.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had damaged at the rear housing. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that a battery depleted set alarm occur during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown for this device.